Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had unexplained high blood glucose 2 nights ago. Customer's blood glucose went up to 400 mg/dl and the bolus didn't resolve it. Customer changed the set and the issue was resolved. Customer's blood glucose is 216 mg/dl. Customer stated that now is not a good time for her and she will call back when she is ready to troubleshoot.